Event description:
The customer reported that the device's speaker had an error. It is unknown if the speaker produced sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The customer reported after approximately five minutes there was a "loudspeaker error" and then a cold start without success. At the customer's request, the unit was set up to be evaluated at a philip bench repair facility. Results of the analysis reported the defect reported by the customer cannot be reproduced. The speaker works normally with normal sound and no errors appear. The unit passed both performance and verification testing and it was returned to the customer for use. Based on the information available in the case and the testing conducted, the evaluation could not replicate the reported issue. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.